Event description:
It was reported that the mdu was not working and overheated during a shoulder scope procedure. A minimal delay occurred as a result. A backup device of the same model was used to complete the procedure. No injuries or complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The service assessment of the unit revealed a damaged interface cable. This confirmed the complaint and the root cause has been associated with a electrical component failure. Factors that could have contributed to the reported event include a shorted or open circuit in the cord due to crushing or shear force induced on the cable or fatigue from repeated bending of the cable during extended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.